Event description:
It was reported that an ilet pump repeatedly displayed a restart alert (alert 75) that persisted despite multiple device restarts, while insulin delivery and blood glucose levels reportedly remained unaffected; a replacement device was issued and instructions were provided to shut down the device, return the original, and complete startup on the replacement. Symptoms included no adverse clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included remote review of device history and retrieval coordination, with follow-up to confirm return logistics and data synchronization guidance. Investigation of this device revealed a persistent restart alarm consistent with a device operational malfunction localized to the pump controller assembly, with user reports indicating continued functionality of therapy despite the alarm state. Investigation of this case revealed a persistent device alarm consistent with a power or communication fault within the device electronics. It was concluded that the cause was an electronic component failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.